Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment of the second mitraclip. It was reported that this was a tricuspid procedure to treat grade 4 tricuspid regurgitation (tr). The first mitraclip was successfully implanted in the antero-septal commissure. After the second mitraclip was implanted in the same location, the septal leaflet came out of the second mitraclip. The procedure was completed with tr reduction of grade 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment appears to be due to a combination of patient anatomy (enlarged atrium, thin and restricted septal leaflet) and user technique/procedural circumstances of challenging clip visualization. The reported poor image resolution is related to procedural condition as difficulty was experienced visualizing the clip during the procedure. It should be noted that the mitraclip instructions for use states: the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The user error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.